Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: maude report (mw5114541).

Event description:
Reported faint pink line false positive sars result for 1 asymptomatic consumer. The consumer's wife communicated that the result was confirmed negative by molecular (pcr testing) the same day. The reporter mentioned in further testing, reading results after the result read-time window stated in the user instructions (off-label use).

Manufacturer narrative:
Correction: g3 - corrected the awareness date